Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the wheel on the cart broke off. This caused the cart to fall over. It was further reported that no one was injured.